Manufacturer narrative:
(B)(4) catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement. Patient developed peritonitis with stomach perforation. On (B)(6) 2016, the patient underwent emergency surgery for peritonitis with a stomach perforation. According to the nurse, the tube was "internalized in the stomach" and the external retention plate was found in an incorrect position, it was next to the connector. A jejunostomy tube was placed on (B)(6) 2016 after the peritonitis to reach the intestine directly without going through the stomach. The patient is back under duodopa treatment as of (B)(6).